Event description:
Reference number (B)(4). Event occured in the united states on (B)(6) 2025, a patient experienced two incidents where the infusion set tubing became detached. The detachment occurred at the connector. The patient reported bleeding and irritation at the site where the infusion set was inserted. It was noted that the infusion set had been in use for one day at the time of the incidents. Patient replaced infusion set and resumed insulin successfully. No further information available